Event description:
The following was reported to hamilton medical ag: during pms, found o2 input flow test failed and unit is showing te-231007, 231008 (o2 valve leak) no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer(B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: during pms, found o2 input flow test failed and unit is showing te-231007, 231008 (o2 valve leak). No patient involvement.